Event description:
The customer reported obtaining erroneously high platelet (plt) results, for six (6) patients, involving the coulter act diff 2 analyzer. Subsequent repeat of the samples on an alternate act diff 2 analyzer or through manual plt estimates produced lower plt results which were considered correct by the customer. The customer also reported that the act diff 2 analyzer in question intermittently failed plt backgrounds on startup. No erroneous patient results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided data for review which indicated that the initial samples, for all six (6) patients, recovered higher plt results with instrument generated flags on all samples except for patient 4 as compared with rerun results and manual estimates which were considered correct. The customer performed a smear review on all patient samples and stated that the plt estimates and clinical history corresponded with the rerun results. The customer only provided the plt estimate results for patient 1.

Manufacturer narrative:
The customer performed a decontamination procedure and stated that patient sample results recovered close to the results which were determined to be correct. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse performed a decontamination procedure again, ran ten (10) patient samples, and performed latex adjustments and clot detection tests. All results were within specifications and the fse could not identify an instrument problem. Failure mode for this event is unknown.